Manufacturer narrative:
Lot and serial number of the disposable devices not provided by the complainant; therefore, the exp dates of the disposable adiana devices are not known. Serial number of the radio frequency generator not provided by the complainant. Neither the devices nor the radio frequency generator are being returned; therefore, a failure analysis of this adiana system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the MFR dates of the disposable devices and radio frequency generator are not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency generator as identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that an uneventful adiana permanent contraceptive procedure was performed on (B)(6) 2010. A hysterosalpingography (hsg) was performed on (B)(6) 2010, with a finding of a patent left fallopian tube and an occluded right fallopian tube. A second hsg was performed on (B)(6) 2010, with a finding of bilateral tubal occlusion and the pt was told to rely on adiana. A beta human chorionic gonadotropin test and urine test was performed on (B)(6) 2011 which confirmed the pt was pregnant. Results of an ultrasound performed on (B)(6) 2011 lead the physician to believe that the pt had a "left tube ectopic pregnancy". However, during a salpingectomy as well as a d&c performed the same day, findings indicated an intra-uterine pregnancy with a ruptured corpus luteum. The pt was discharged after the procedure. The pathology report indicated the pregnancy was non-viable. On (B)(6) 2011 the physician reported the pt was seen on f/u and was "doing well".